Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: based on the results of checking the attached file, it was confirmed that there was no reproduction of the phenomenon. Moreover, based on the evaluation information, there was no phenomenon in the 190 scope at the site, which may have resulted in a poor connection between the video connectors. Poor connection of the video connector may have been caused by a temporary connection failure due to dust or water drops etc. The legal manufacturer confirmed the description in the instructions for use. Cables are listed below. It is concluded that indication phenomenon can be prevented by this. 3.1 precautions for installation and connection. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
As part our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. Tac instructed the customer to connect a 190 series scope and the image appeared. The cv-190 works with 190 series scopes, but not with 160 and 180 series scopes. Tac informed the customer that the issue was with the cv-190 and that the maj 1430 connector port will need to be sent in for inspection and repair. The unit was returned to the service center for evaluation. The customer¿s complaint of ¿it is a blank screen it is not coming up¿ was not confirmed. The unit was tested with test equipment: clv-190 light source and with ltf-s190-5, ltf type vh, gif-q180, gif-h180, gif-h190 and cfhq190l and the video image was functioning normally. The video connector was in normal condition. The unit equipped with new type switch and out dated software. The unit passed all functional tests. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for a diagnostic esophagogastroduodenoscopy (egd) procedure, when the video processor was connected to a 160 series scope and video cable, the display was black with color bars and no image. The patient was in the room asleep when the phenomenon occurred. It is unknown if the intended procedure was completed. There was no patient injury reported.